Manufacturer narrative:
Raw data was collected for this event and is pending completion of analysis. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event.

Event description:
The customer reported obtaining low neutrophil percentage (ne%) of 5.8 and high eosinophil percentage (eo%) of 70.7 for one (1) specific patient sample run on the unicel dxh 800 coulter cellular analysis system. The customer performed a manual slide estimate and obtained higher ne and lower eo. The customer stated that the same sample was repeated two hours later, and higher ne% of 73.7 and lower eo% of 2.1 was obtained which correlated with the manual estimate and the results were reported out of the laboratory. Results from the manual slide estimate has been requested but were not provided by the customer. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided data confirms the initial low ne and high eo results, without instrument flags, when compared to the rerun results. All other parameters correlated.

Manufacturer narrative:
Additional information: raw data was collected and an analysis of the raw data indicated a failure to detect the starting point of the eosinophil population on rotated light scatter (rlsn) for the first sample run. The failure was caused by a unique asymmetric shape of the neutrophil distribution on rlsn.